Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions: per instructions for use: under indications - for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. (B)(4) - incorrect anatomy - per instructions for use: under indications - the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right femoral vein via 10fr sheath using the preclose technique prior to an unspecified procedure. Reportedly, when pulling the plunger back, no sutures were attached with both proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 12fr and the procedure was completed. Hemostasis was achieved in the right femoral vein using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure due to locating of the sutures. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture retrieval issue (no sutures attached when pulling the plunger back) was confirmed as a link separation was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.